Manufacturer narrative:
(B)(4).

Event description:
Customer reported to beckman coulter, inc. (Bec) that the unicel dxc 600i synchron access clinical system gave cc (cartridge chemistry) sample cuvette no fluid detected error. Customer reported that the reagent probes appeared to be leaking. Customer reported that there were droplets on the black drip tray over the reagent carousel and also on the reaction wheel cover. Customer reported that about 10 drops of clear color liquid was on the instrument covers. There was no report of erroneous results generated. There was no report of any adverse event or injury requiring medical intervention or patient treatment. Bec field service engineer (fse) removed and replaced the hamilton 4-way valve.